Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch verioiq meter was not powering on. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient/reporter claimed the alleged issue began on the day prior to contacting lfs for assistance at approximately 11:30pm. She reported attempting to use the meter for the first time when it wasn¿t powering on. The patient reportedly tests up to 7 times per day, before and after meals and once before going to bed and manages her diabetes with lantus, 6 units in the morning, 5 units in the evening, novorapid, 2 units (if bg 14.0 ¿ 20.0 mmol/l), 3 units (if bg 20.0 ¿ 25.0 mmol/l) and 4 units (if bg >25.0 mmol/l). The patient denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed that 1 hour after the alleged issue occurred, she began to feel incoherent and weak and then collapsed/passed out immediately. The patient is unsure whether the symptoms could be attributed to her diabetes. She stated she regained consciousness on her own (without intervention). She then flagged down a nurse attended for assistance at the facility where she lives. The nurse attendant gave the patient some orange juice as treatment. She denied being tested on another device at that time. The patient couldn¿t recall the last time she had tested her blood glucose prior to attempting to test with the subject device but stated she used a different ot verio iq meter, the value obtained at that time is not known. The patient also couldn¿t recall when she had last eaten or taken her insulin prior to the alleged issue occurring. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time. She was unaware she had to press and hold the ok button for several seconds before the meter would turn on as it was in sleep mode. The issue was resolved with training/education. Replacement products were sent to the patient and subject products were requested back for investigation. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/20/2013). The patient¿s usb cable/ac adaptor have been returned and evaluated by lifescan product analysis on 9/6/2013 and 9/12/2013, respectively, with the following findings:the usb cable/ac adaptor passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.